Event description:
A report was received via social media that the patient was experiencing inadequate stimulation due to migration. The patient underwent explant procedure. No further information could be obtained.